Event description:
Surgery_one stage. Poor oral hygiene. Moderate bone condition. Fixture was implanted number 20. No other treatment.

Manufacturer narrative:
Dentium evaluated each implant returned and was able to verify the model number by dimensional analysis. A review of manufacturing records for those lots did not reveal any problems. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about (B)(4). Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.